Manufacturer narrative:
Corrected information: inadvertently omitted spelling of abbreviation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 and diagnosed with peritonitis. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was reported that the patient was hospitalized through (B)(6) 2019 for abdominal pain at home. Peritoneal effluent cultures and a cell count were obtained in the emergency room. The cultures after 5 days showed no growth; however, the cell count revealed an elevated white blood cell (wbc) count (value not provided). The patient was treated with intraperitoneal cefazolin (dosage not provided) daily for 21 days. The exact cause of the peritonitis is unknown; however, the pdrn stated the events were unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s). The patient continued to undergo continuous cycling peritoneal dialysis (ccpd) therapy while hospitalized without issue. The patient is still recovering from the events and continues to perform ccpd therapy utilizing the same liberty select cycler as before the events. The discharge summary and culture results were requested, however, were reportedly unavailable during the follow up call.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of abdominal pain and peritonitis, which warranted hospitalization and antibiotic therapy. The pdrn stated the cause of the peritonitis is unknown, therefore causality cannot be firmly established. However, the pdrn reported the peritonitis was unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius product(s) or device(s). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence indicating a fresenius product or device caused or contributed to the serious adverse events experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 and diagnosed with peritonitis. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was reported that the patient was hospitalized through (B)(6) 2019 for abdominal pain at home. Peritoneal effluent cultures and a cell count were obtained in the emergency room. The cultures after 5 days showed no growth; however, the cell count revealed an elevated white blood cell (wbc) count (value not provided). The patient was treated with intraperitoneal cefazolin (dosage not provided) daily for 21 days. The exact cause of the peritonitis is unknown; however, the pdrn stated the events were unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s). The patient continued to undergo ccpd therapy while hospitalized without issue. The patient is still recovering from the events and continues to perform ccpd therapy utilizing the same liberty select cycler as before the events. The discharge summary and culture results were requested, however, were reportedly unavailable during the follow up call.